Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis did not confirm the reported event. There was an error found in the software updates, a new software installation was performed. It was also noted that the space bar of the keyboard was missing. (B)(4).

Event description:
It was reported that it was not possible to see the surface electrocardiogram (ECG), despite new cables. The programmer was returned for servicing. No patient complications have been reported as a result of this event.